Event description:
It was reported that balloon rupture occurred. The patient was placed under local anesthesia and underwent angiography which revealed occlusion in the c1 segment of the right internal carotid artery. An 8f mach1 guide catheter was exchanged and placed at the ostial of internal carotid artery. Along the guide catheter, the guidewire was advanced to the cavernous sinus in the internal carotid artery. A 2.0x15 non-boston scientific (bsc) balloon, a 3x20 balloon, and a 4.0mmx30mmx135cm (4f) sterling balloon were advanced over guidewire for dilation. However, the 4.0mmx30mmx135cm (4f) sterling burst and was replaced with another of same device. The balloon was inflated twice, and the occlusion was obviously improved. After the balloon catheter was removed, an ez filterwire was placed at 2cm distal to the lesion followed by placing a 7x40 wallstent and completing the procedure. There were no complications reported and the patient condition following procedure was stable. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. Also, the balloon burst at 8 atmospheres during the initial inflation.

Manufacturer narrative:
E1. Initial reporter facility (B)(6) hospital.

Manufacturer narrative:
E1. Initial reporter facility name-(B)(6).

Event description:
It was reported that balloon rupture occurred. The patient was placed under local anesthesia and underwent angiography which revealed occlusion in the c1 segment of the right internal carotid artery. An 8f mach1 guide catheter was exchanged and placed at the ostial of internal carotid artery. Along the guide catheter, the guidewire was advanced to the cavernous sinus in the internal carotid artery. A 2.0x15 non-boston scientific (bsc) balloon, a 3x20 balloon, and a 4.0mmx30mmx135cm (4f) sterling balloon were advanced over guidewire for dilation. However, the 4.0mmx30mmx135cm (4f) sterling burst and was replaced with another of same device. The balloon was inflated twice, and the occlusion was obviously improved. After the balloon catheter was removed, an ez filterwire was placed at 2cm distal to the lesion followed by placing a 7x40 wallstent and completing the procedure. There were no complications reported and the patient condition following procedure was stable.

Event description:
It was reported that balloon rupture occurred. The patient was placed under local anesthesia and underwent angiography which revealed occlusion in the c1 segment of the right internal carotid artery. An 8f mach1 guide catheter was exchanged and placed at the ostial of internal carotid artery. Along the guide catheter, the guidewire was advanced to the cavernous sinus in the internal carotid artery. A 2.0x15 non-boston scientific (bsc) balloon, a 3x20 balloon, and a 4.0mmx30mmx135cm (4f) sterling balloon were advanced over guidewire for dilation. However, the 4.0mmx30mmx135cm (4f) sterling burst and was replaced with another of same device. The balloon was inflated twice, and the occlusion was obviously improved. After the balloon catheter was removed, an ez filterwire was placed at 2cm distal to the lesion followed by placing a 7x40 wallstent and completing the procedure. There were no complications reported and the patient condition following procedure was stable. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. Also, the balloon burst at 8 atmospheres during the initial inflation.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture. E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The patient was placed under local anesthesia and underwent angiography which revealed occlusion in the c1 segment of the right internal carotid artery. An 8f mach1 guide catheter was exchanged and placed at the ostial of internal carotid artery. Along the guide catheter, the guidewire was advanced to the cavernous sinus in the internal carotid artery. A 2.0x15 non-boston scientific (bsc) balloon, a 3x20 balloon, and a 4.0mmx30mmx135cm (4f) sterling balloon were advanced over guidewire for dilation. However, the 4.0mmx30mmx135cm (4f) sterling burst and was replaced with another of same device. The balloon was inflated twice, and the occlusion was obviously improved. After the balloon catheter was removed, an ez filterwire was placed at 2cm distal to the lesion followed by placing a 7x40 wallstent and completing the procedure. There were no complications reported and the patient condition following procedure was stable. It was further reported that the 85% stenosed target lesion was located in the moderately tortuous and moderately calcified internal carotid artery. Also, the balloon burst at 8 atmospheres during the initial inflation.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture. E1. Initial reporter facility name-(B)(6).